Event description:
The customer reported to olympus that during a unknown procedure, the front panel was blinking when the evis exera iii xenon light source was switched on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered minor corrosion on rear panel, minor scratch on power switch, minor scratch on front panel and minor scratch on top cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the reported issue (panel blinking) could not be reproduced, and therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received. Section b5 was updated with the additional information received.

Event description:
Additional information was received stating that the planned procedure was a diagnostic upper gi endoscopy including narrow band imaging. Due to the reported issue, the procedure was completed with another olympus device available at customer end. There was no patient impact, and no substantial delay or interruption to the procedure.